Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The suspect positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the illuminator voltage was out of range intermittently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement camera shipped to site 03/29/2017. No parts have been received by manufacturer for analysis. On 04/06/2017 a medtronic representative performed a navigation system check-out, software testing passed. Positioning sensor unit (psu) was successfully replaced. System performed as intended. Issue resolved. - no further issues have been reported.

Event description:
A representative reported that during a cranial resection procedure, the navigation system camera was not working properly. After a while into the procedure, the camera began communicating intermittently with instruments. In trouble-shooting, a re-boot of the navigation system restored normal function temporarily, however, the issue re-occurred. An error light, amber led, became active. There was no specific time between the intermittent issues reported. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.